Event description:
The procedure was for an in-stent restenosis performed in the operating room by the physician. The angiosculpt balloon was inflated three times to 14 atm and held for 60 seconds each. During the first two inflations, the balloon did not experience any difficulty in deflating the device. However, on the third inflation, the balloon would no longer deflate. (Mixture in the balloon was 15cc of contrast and another 15cc hep saline.) The physician attempted to deflate the device in the following three ways: pulled negative normal - failed. Empty contrast and saline from the inflator and pulled negative - failed. Pulled negative through an empty 20cc syringe - failed. In order to deflate and remove the balloon from the pt, a needle was inserted into the flesh of the arm to pop the balloon under the guidance of x-ray. Once the balloon was no longer inflated, the physician was then able to remove all of th angiosculpt device in a normal fashion. The procedure was completed with a boston scientific mustang balloon. The pt is fine and no pt injury reported. Device was destroyed. The angiosculpt balloon was unable to deflate. The physician used add'l medical intervention to deflate the balloon, thus, resulting in prolongation of the case.

Manufacturer narrative:
The angiosculpt device was disposed by the hospital, thus, no eval performed.